Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, during loading unto the guidewire, it was noted that the stent struts were damaged. The procedure was completed with another of the same device and no patient complications were reported.